Manufacturer narrative:
Date of report: 14jun2021.

Event description:
It was reported that the ventilator, when it was powered on, had an error code indicating machine and proximal pressure sensors failed. The ventilator was being set up for use. No delay to therapy or patient harm reported. The manufacturer¿s international service technician confirmed the reported issue and found in the ventilator diagnostic logs error codes machine and proximal pressure sensors failed, 5 volt supply failed, over voltage protection (ovp) circuit failed and 35 volt supply failed. The motor controller (mc) board was replaced to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A motor controller board was returned for analysis. Visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was due to a component in the board.